Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file observed that when the device was charged to 100j, a pd reset, and pacer failure were recorded 6 seconds later. A review of the clinical file suggests that energy may have been delivered, though the pd reset prevented confirmation in the logs. A pd reset occurs when there's no response from the pd module for 2 seconds, resetting the pd engine rather than the entire device. All indications suggest the device recovered, but the device would be necessary for further investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 54-year-old male patient, the device displayed a "defib pace device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.